Manufacturer narrative:
Follow-up # 1 ¿ (05/21/2014)the patient¿s test strips #(B)(4) have been returned on 5/6/2014 and 4/28/2014, respectively, and evaluated by lifescan product analysis on 5/12/2014 with the following findings:the test strips (B)(4) passed all testing with no faults found. The reported issue could not be confirmed. The test strips (B)(4) were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted when the test strips were found to be overlabelled. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging labeling issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.